Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow alarm occurring on the mobile power unit (mpu) was confirmed. The returned mpu (serial number (B)(6)) was functionally tested at the service depot and at the product performance engineering department. During visual inspection, one of the unit¿s internal aa batteries was observed to be installed with a reversed polarity. After powering the unit on, the unit¿s yellow battery alarm became active due to the incorrectly installed aa battery. The aa battery was removed and was reinstalled correctly, resolving the alarm. The unit was tested for extended periods and performed as intended throughout all testing after correcting the aa battery. The root cause of the reported event was determined to have been user error in incorrectly installing one of the unit¿s aa batteries. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 3 ¿powering the system¿) instructs users on how to properly install three alkaline aa batteries within the mpu prior to use. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to respond to alarms that sound from their mpu, including the yellow battery alarm. Users are instructed to replace the mpu¿s batteries when this alarm occurs. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient plugged their mobile power unit (mpu) into the wall, the wrench lit up and the mpu alarmed. The patient troubleshooted by switching outlets, but the device still alarmed. A loaner mpu was sent to the patient.